Event description:
The pt reported not hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to MFR's specifications. Explantation/reminplantation surgery is scheduled for may 4, 1999. The health care professional has been informed that the explanted device should be returned to cochlear limited.